Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a customer found loose bd precisionglide® syringe needles 25 mm 8 mm in a box and out of the plastic packaging before use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: evaluating the sample provided by the customer, it is possible identify empty packaging and loose needles inside the box, confirming the defect. According to the evaluation of the batch history, no occurrences related to the problem are observed. After this evaluation it can be affirmed the potential cause may be related an operational failure. The defect identified from this complaint will be monitored for trend evaluation. Investigation conclusion: bd was able to duplicate or confirm the failure mode indicated by the customer. Root cause description: during the batch production there were no records of occurrences related to this defect are observed, however after the analysis of the sample it is possible confirm packaging empty. After the sample evaluation and according the process failure analysis the potential cause for the problem is: operational failure on feeding the carton.